Event description:
Twenty-two gauge IV being replaced when nurse noticed the catheter had separated from the winged inserter. Partial catheter exposed from skin and clinician was able to work the fragment out. Pt required no further treatment and no harm as a result of the incident.